Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused thyroid cancer and headaches discovered last year. The patient did not receive medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.